Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that battery longevity in insulin pump was very short. It was reported that battery lasted from one to three days. Insulin pump received a failed battery alarm and bad battery alarm. Caller was advised to call helpline in order to troubleshoot.